Event description:
It was reported that there was a cartridge leak from the plunger end of the cartridge. It was noticed when the insulin was drawn up and the patient was getting ready to insert the cartridge after rewind, she felt wetness on the cartridge.

Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.